Manufacturer narrative:
Concomitant products: d314drg ICD implanted: (B)(6) 2012. The initial reported event of svc impedance of "none" and svc fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device change out the right ventricular (rv) lead was connected to the new device and the svc impedance displayed as ¿none¿. The physician was unhappy with a measurement of ¿none¿ and could see a visible fracture of svc between yoke and terminal pin. The svc was capped and the lead remained in use. It was further reported that during the next device change out, there were significant fibrotic tissue growth in the device pocket around the leads. The patient had complaints of pain. It was noted that a parsonnet pouch was used and the physician speculated that the pouch likely heightened the fibrotic response and lead encapsulation. The lead was found to have varying, unstable, and high pacing impedance. The pacing portion of the lead was suspect of a fracture. The physician intended to perform a pocket revision to free up the leads and wind them in a better fashion. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.